Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure the physician had difficulty placing one of the leads. The patient reported pain afterwards and the physician decided to remove that lead two days after the procedure. The patient continued the trial with one lead and there have been no reports of further complications regarding this event.